Manufacturer narrative:
Date of event: date approximate.

Event description:
It was reported that the patient was receiving inadequate stimulation. The patient underwent a revision procedure in which the implantable pulse generator was explanted. No other devices were explanted. The patient has fully recovered.

Event description:
It was reported that the patient was receiving inadequate stimulation. The patient underwent a revision procedure in which the implantable pulse generator was explanted. No other devices were explanted. The patient has fully recovered.

Manufacturer narrative:
Box b3: date approximate. Sc-1132, serial (B)(6): the explanted ipg was returned, analyzed, and passed the functional test. The residual gas analysis revealed no anomalies. The device exhibited normal device characteristics.